Event description:
It was reported that, during an attempted implant at a device replacement procedure, the chronic electrode was difficult to insert into the header of this new device. The shock impedance was measured, and it was high. The physician elected to use a different device, which was successfully implanted onto the chronic electrode. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A sensing signal was applied to all three sense vectors. No noise was noted in the primary, secondary, or alternate sensing vectors. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an attempted implant at a device replacement procedure, the chronic electrode was difficult to insert into the header of this new device. The shock impedance was measured, and it was high. The physician elected to use a different device, which was successfully implanted onto the chronic electrode. There were no adverse patient effects.